Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, arterial perforation); caused by another drug/device (sheath). Conclusion: another device caused failure (sheath).

Event description:
A review of returned 3d planning worksheet post-implant show that the device was positioned just distal to the lsa. The cause of the reported type I endoleak could not be determined from these images. It is possible that there was insufficient proximal sealing length. Images at the original implant, and during the secondary implant, were not provided.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately three months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient was in for a routine follow-up appointment and it was noted that there was a proximal type I endoleak. Another manufacturer's 26 fr sheath was inserted to the junction of the common iliac and external iliac artery. An attempt to insert a valiant stent graft was not successful; therefore, the sheath was removed. The valiant stent graft was re-inserted and the stent graft was deployed successfully. The stent graft was ballooned with another manufacturer's balloon. An angiogram was done and the type I endoleak had not resolved. Upon removal of the sheath the iliac artery tore. An I-cast stent and another manufacturer's stent were implanted. The patient was given blood products during the procedure. The patient will be monitored. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
(B)(4)